Manufacturer narrative:
Corrected information: d1, d2, d4 (model #, catalog #, serial #). Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: g2. The device has not been received, however, the non-visual device evaluation has been completed and the results are as follows: DHR results there were no issues during the manufacturing process. Stock product reviewed results no stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results customer did not return the reported device for investigation to date. However, the non-visual device investigation has been completed. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Manufacturer reference: (B)(4).

Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer reference: (B)(4)).

Event description:
It was reported that the patient stated the top left side button broke from the device while being worn. The upper left button popped off. There was no harm, injury or adverse outcome suffered by the patient and no medical intervention was required. Additional information received reported that the patient stated that the device was slowing coming apart and and that next day stated that a button fell off in his sleep.